Manufacturer narrative:
A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The contour next test strips used by the customer are not compatible with the contour meter. As per the contour blood glucose monitoring system user manual, "ascensia diabetes care has not validated the performance of the contour blood glucose meter when used with any test strips other than contour test strips, and therefore does not warrant the performance of the contour meter when used with any test strips other than contour test strips or when the contour test strip is altered or modified in any manner." The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he attempted to perform blood glucose testing with his contour meter using contour next test strips. The customer obtained an error message e4, which is indicative of 'test strip not inserted correctly', but in fact the customer was using the incorrect test strip. A replacement device was sent to the customer which uses the contour next test strips. During the follow-up call, the advocate reported that since the replacement meter took a long time to arrive, the customer had a hyperglycemic episode and presented with symptoms such as blurry vision, confusion, and marked weakness. The customer also got an infection on his foot. The customer was taken to the hospital where he was treated with antibiotics for the infection. Additionally, the customer's metformin dosage was changed from 500 mg once per day to 500 mg twice per day. The customer was hospitalized for two weeks.